Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
This is from conference presentation in ¿the 42th annual meeting of (B)(4) hip society.¿ it was reported that there was confirmation of ¿radiolucent line¿ after titanium cup implantation.